Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device never worked so they had it removed; they want to know what they should do with their external equipment. The call center reviewed information and then provided the serial number of the handset to mobility to have it wiped. No patient symptoms were reported and no further complications have been reported as a result of this event.